Event description:
It was reported that two tlc55 and two tcr55 were used during a hemicolectomy. It was reported by the affiliate that there was an incomplete cut and staple line (only 1cm). After changing the cartridge, got the same result. 10/1/98 add'l info from affiliate. Two devices were used and a third device was used to complete the case.